Event description:
It was reported that when using the bd pyxis¿ medbank tower, drawer was not opening.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) remotely accessed the machine and verified the populate function, confirming no drawers were in a yellow state. Tss requested onsite contact details, and the user agreed to follow up with onsite staff for additional information. The customer later visited the site, confirmed no drawer issues were present, and agreed to close the case. The system functioned as intended.